Event description:
The patient received a 196 mg/dl and a 396 mg/dl within 10 minutes from one another. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution had been opened less than the discard date. The test strips failed twice using the control solution 139, 144 (102-138). Customer care agent (cca) had the patient open a new vial of test strips and the test strips fell within range 135 (102-138).